Manufacturer narrative:
Conclusion: the device was discarded. Therefore no analysis could be performed. Based on the review of the device history record (DHR) a frame record from the involved valve confirmed that all process requirements and device specifications were met as per procedures prior to release for distribution. All materials used were as per the requirements of the DHR and build of material (bom). Rework and functional retesting noted acceptable dispositions; therefore, there was no connection to this complaint event. There were no non-confirming material reports (ncmr) nor deviations associated to involved valve. There were no correlations nor manufacturing issues identified related to this event. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Based on the information made available, a conclusive root cause could not be determined. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricular dysfunction, etc). With the information available, an assignable root cause cannot be determined. This event does not indicate device misuse or malfunction. Updated data: h6 method and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, early valve deterioration with aortic stenosis was reported. The aortic valve area (ava) was .77 cm2 with a peak gradient of 53.8, and a mean gradient of 30 mmhg.it was reported that the patient was dizzy with poor exercise tolerance, tricsupid regurgitation, and moderate to severe mitral aortic calcification. Approximately three years and eleven months post valve implant, the valve was surgically removed and replaced with a 19 millimeter (mm) non-medtronic valve and aortic endarterectomy was performed. At the time of explant, it was reported that the leaflets did not have much visual calcium. It was reported that at the time of the implant procedure, a basilica procedure was performed and a pre-balloon aortic valvuloplasty (bav) was performed with a 18 mm balloon. No post bav was perofrmed. No additional adverse patient effects were reported.